Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right colectomy, when they were clamping a vessel, the stapler was unable to fire the load unit and the surgeon was unable to squeeze the handle. They replaced the loading unit to complete the case. There was no patient injury.

Manufacturer narrative:
Additional info: if information is provided in the future, a supplemental report will be issued.